Event description:
During the procedure, by placing a cortex screw into the shaft of the bone through the plate; the 2.5 diameter drill breaks during handling (when the bone was being drilled, the drill mounted on the motor with its respective drill guide in position), leaving a metal fragment in the patient. The surgeon decides not to remove this piece of metal. The surgery was not delayed due to this incident and at the moment the direct impact on the patient is unknown. This complaint involves one (1) device drill bit ø2.5 l110/85 2flute f/qc. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Additional narrative: additional device product codes: gfa, hsz, and gff. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history, product code: 310.250, lot number: 53p2744, manufacturing site: bettlach, release to warehouse date: 20 may 2020. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.